Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley catheter was disconnecting. The tubing becoming disconnected from the bag at the green port site. The clinicians have been using the securement devices and have continued to see the disconnection occur. There was no patient harm reported.

Manufacturer narrative:
H3 evaluation summary: the lot number was able to be determined from the date code on the returned drainage bag. The lot number is 2012626464. The device history record (DHR) files were reviewed, and no discrepancy was found according to the failure mode reported. One drainage bag was received for evaluation. The sample was visually inspected, and the reported problem was observed in the sample; the catheter was separated from the connector. The reported issue was confirmed. A corrective and preventative action (CAPA) was opened to address the reported condition through a more robust investigation. The results of the investigation will be documented through this CAPA. This complaint will be used for tracking and trending purposes.